Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow MDR submission.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: evaluation of actual device, review of device history records, review of complaints history. Results: device history record reviewed for s-169p manufactured on 04/24/2004 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on 02/14/2011. No manufacturing or design related trend has been identified. Conclusion: in summary the end users reason for return was verified. The returned device failed calibration tests, the oscillating pin was damaged, the handle needs upgraded and non OEM greece was found inside this unit. General maintenance required as this device was manufactured in 2004 and last serviced in 2011.

Event description:
It was reported the device has had numerous problems. It was reported there was no patient injury, no patient contact for this event.